Event description:
The libre 3 sensors for cgm continuous glucose monitoring for diabetic cares quality isn't good. The adhesive on this product has failed repeatedly to uphold after only two days of wear time out of the 14 it is supposed to be worn for. I have had so many of these fall off within the first two days of wear, this is not only inconvenient it's also painful and very damaging to my health and my finances alike. These are costly devices and they are supposed to be worn two weeks not two days. Having to reinsert a new one every other day hurts and is damaging to my body and mentally destructive as well. I've reached out to abbott about the troubles I've faced with their products and the quality of the adhesive the last couple months, since it has greatly reduced efficiency lately, that they may of switched manufacturing companies recently on these devices and it has been really devastating to say the least the amount of rudeness and utter refusal to send me replacements for the failed products even though they promised they were going to and made it so I can't submit additional tickets for support on the sensors that have failed since they were put in the computer months ago for replacements warranties to be sent and approved then they just never followed through with sending these replacements and it's been months after I was told several times ID receive them in 3-5 days max. I've been ripped off repeatedly by them, I've had to out of pocket cover costs for replacements that the company was supposed to have already sent to me for their products failing in 48 hours. I just want them to stand behind they're product and make right by people who they happen to fail on prior to those 14 days. I submitted all the required information and even offered to return all of these devices to them for them to see the failure and fix it as well, and they instructed me to throw them away there was no need to send them in and that replacements were coming only to never receive anything from them in this issue no replacements nothing. And now I get told I have to call someone else to see about the replacements being sent now even though they were already ordered and approved months back now. What is this company's problem. Type 1 diabetes continuous glucose monitoring.